Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility administrative assistance reported that a dialyzer blood leak occurred a half an hour into the initiation of a patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an external blood leak, visually observed leaking through a crack on the header of the dialyzer. The machine, a fresenius 2008k machine, did not alarm (no alarm expected for an external leak). Blood leak test strips were not used. There was no defect or damage noted on the dialyzer prior to treatment, however the crack in the header was noticed after the dialyzer was pulled from the machine. The patient¿s estimated blood loss (ebl) was approximately 100 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes.

Event description:
A user facility administrative assistance reported that a dialyzer blood leak occurred a half an hour into the initiation of a patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an external blood leak, visually observed leaking through a crack on the header of the dialyzer. The machine, a fresenius 2008k machine, did not alarm (no alarm expected for an external leak). Blood leak test strips were not used. There was no defect or damage noted on the dialyzer prior to treatment, however the crack in the header was noticed after the dialyzer was pulled from the machine. The patient¿s estimated blood loss (ebl) was approximately 100 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Correction: a4 removed weight in lbs and added weight in kg, h2.

Event description:
A user facility administrative assistance reported that a dialyzer blood leak occurred a half an hour into the initiation of a patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an external blood leak, visually observed leaking through a crack on the header of the dialyzer. The machine, a fresenius 2008k machine, did not alarm (no alarm expected for an external leak). Blood leak test strips were not used. There was no defect or damage noted on the dialyzer prior to treatment, however the crack in the header was noticed after the dialyzer was pulled from the machine. The patient¿s estimated blood loss (ebl) was approximately 100 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.